Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found the nozzle was clogged with white stuff in it. Additional evaluation findings were as follows: the production label was without the ce mark, low angulation, the control knob had play, the distal end plastic cover had dents around the biopsy opening, there were small chips around the objective lens, there was a chip at the edge of the light guide lens, the bending section cover was removed, there was a crack on the bending section cover glue, the insertion tube was buckled below the bending section cover glue, the light guide tube was buckled, and the scope connector was dry but the wet detection sticker was activated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had no air/water flow and there was an air/water malfunction. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with white stuff in it. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.